Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missed alert on the dexcom continuous glucose monitor (cgm). The patient¿s daughter stated the patient had to go to the hospital for a missed alert on the cgm. She indicated that they were unsure of what the issue was and did not provide event details. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.